Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had a hypoglycemic event while driving and hit something with his car (he did not state what he hit). He stated that he was confused after the accident. Paramedics were called to the scene. When they arrived, the patient was eating arrowroot baby cookies to increase his bg. They got him out of the car and talked with him until he was coherent. They checked a fingerstick bg which was 2.1 mmol/l but the cgm was reading 4.8 mmol/l. No treatment was provided by emergency medical services (ems) and the patient went home; he was not taken to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.